Event description:
It was reported that an ilet user experienced recurring alert 38 indicating a motor stall that persisted after priming and rewinding, and the device was replaced; the user wears a dexcom g7 and uses the app to monitor glucose, has backup therapy, and was advised to sync reports and power off the ilet before return. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.